Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were some episodes of noise noted on the right ventricular (rv) lead that were misdiagnosed as ventricular fibrillation by the device and treated with appropriately with anti-tachycardia therapy (atp). The rv lead was capped and replaced to resolve the event and the patient was in stable condition.